Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery (lad). A 12mm x 4.50mm nc quantum apex balloon catheter was selected for post dilatation. The balloon was initially inflated at unspecified atmosphere, however, during second inflation at 12 atmospheres, the balloon ruptured. The device was then exchanged with a 5mmx8mm nc quantum apex balloon catheter and completed the procedure. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).